Manufacturer narrative:
Findings: unable to perform displacement test due to missing retainer. Unit received missing reservoir tube o-ring, minor scratches on case, faded serial number label, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. Customer's blood glucose was unknown at the time of the incident. It was reported that the circular plastic in the reservoir attachment part has come off. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will be replaced. The insulin pump will be returned for analysis.